Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:010000851 lot number: 6060262 brand name: g7 neutral e1 liner unknown g7 acetabular shell. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-04532. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the liner would not assemble with the acetabular cup. The surgery was completed with a backup product. Additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4; d10; g3; g4; h2; h3; h4; h6. G3: report source japan. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device found the outer radius to be gouged in one location. Near the gouge, the barb is roughened and the outer radius is scratched. The scallops on the high wall of the liner have been deformed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.